Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a chronic catheter placement using broviac cv catheter, single-lumen, 4.2f. It was reported that following an ethanol lock procedure, the syringe could not be aspirated. When saline was subsequently infused, the external catheter ruptured and broke. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l catheter loaded onto a syringe filled with unknown fluid was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The complaint sample appeared to be clean. A split was noted on the distal end of the clamping sleeve. A complete diagonal break was noted on the distal end of the catheter. The distal catheter segment was not returned. The inner catheter was noted to be protruding the distal end. The edges of the complete compound break on the distal end of the catheter were noted to be uneven. The surface appeared to be finely granular throughout. The edges of the exposed inner catheter were noted to be uneven. The surface was noted to be finely granular throughout. Therefore, the investigation is confirmed for the reported fracture, suction and identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a chronic catheter placement using broviac cv catheter, single lumen, 4.2f. It was reported that following an ethanol lock procedure, the syringe could not be aspirated. When saline was subsequently infused, the external catheter ruptured and broke. There was no reported patient injury.